Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii round stiff snare was used in the colon during a polypectomy procedure. According to the complainant, the patient experienced bleeding two hours after the cold snaring procedure in which multiple polyps were removed. Another procedure was performed and a total of three clips were used to cease the bleeding; two clips on the active bleeding site and one clip prophylactically on the polypectomy area. There were no additional patient complications reported as a result of this event. The patient was discharged from the hospital in good condition.